Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was unknown. The patient was not retrained for pd therapy. On an unreported date, the patient was treated with aztreonam (500 milligram in 2 liter fluid daily) intraperitoneal (ip) for peritonitis. The patient was discharged from the hospital and recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13c08044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13b11040 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).